Event description:
The following description of the event was documented on 08/08/2011 by a carefusion tech support specialist in response to a phone conversation with user facility representative. "[Name removed] called and he would like a service call on this unit. He said that they were having problems achieving the map they wanted. They set it up on a pt and ended up replacing it with another unit. No pt compromise. He doesn't know the settings other than the map was not adjusting with the adjust knob but would adjust higher with the bias flow. He said he has the unit with the same circuit on it. Circuit was never changed. Explained to him that it could just be the circuit but he still wants the unit looked at. Will dispatch. He's not sure of the etm at this time either." The following description of the event was copied from the user facility medwatch report received by carefusion from the FDA on 09/09/2011. "Title: xxxxx. Event desc: first oscillator (B)(4) had impending piston failure (increasing high pitched noise) and clinicians switched to a second oscillator (B)(4) with nitrous oxide (no). The second oscillator was maxed at a power of 10 with a delta pressure (p) of only 40. All other oscillator settings were appropriate (mean airway pressure (map) 30, bias flow 40, frequency 5, fraction of inspired oxygen 33 percent). A small leak was felt around the diaphragm of the second oscillator. A third oscillator was connected to nitrous oxide (no) and once vitals were stable the third oscillator was connected to the pt with no problems." "Device usage problem: device malfunction - that is, the device did not do what it was supposed to do."

Manufacturer narrative:
(B)(4). The following info concerning the evaluation of the device is a summary of the info documented by the carefusion field service rep. The carefusion field service rep. Evaluated the device and was unable to reproduce/verify the complaint. The carefusion field service rep. Determined that the most likely root cause of the reported event would have been a leak in the original patient circuit configuration. As the reported event could not be reproduced, carefusion considers this to be an isolated incident.